Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient is stable and will continue to be monitored.